Event description:
It was reported to philips that the geometry pc was not working. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the geometry pc was not working. Philips tried evaluation of the device however customer resolved the issue and cancelled the work order. As a result, no service has been carried out by philips. There has been no additional information received to date. The codes were updated based on the investigation outcome.